Manufacturer narrative:
The field service engineer (fse) found that the preamp card was defective. The fse replaced the preamp card, which resolved the wbc vote outs. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported the coulter hmx analyzer with autoloader was generating white blood cell (wbc) vote outs on backgrounds and on patient results. The customer did not provide any patient or instrument data. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.